Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
It was reported that the ventilator's touchscreen was not working. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
G4:04feb2021. B4:04feb2021. The customer has a schedule for a service engineer to go onsite for repair/service. Upon a follow-up with the service engineer, the customer reported that the issue had been resolved. The customer provided no further information on the repair/ service of the device. Multiple attempts were made to obtain the repair/service information but were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.